Event description:
Customer sent in the device for evaluation and repair of tight angulation issue for the device observed during maintenance. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that a screw fell from the control body of the device upon the side cover being removed. The screw had come loose from the universal cord (uc) frame housing and was not an extra screw left behind in the device. This medwatch is being submitted for the reportable issue of a screw coming loose inside the control body of the device as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The device was previously repaired on nov 18, 2021, for a customer specified issue of air leaking from channel. A major repair was performed to return the device to original equipment manufacturer (OEM) specification. A full technical evaluation was completed for the device in accordance with the OEM specification. Upon the side cover being removed, it was observed that it was observed that a screw fell from the control body of the device. The screw had come loose from its housing in the universal cord (uc) frame and was not an extra screw left behind in the device. The screw had worked free from its location due the failure to apply neji lock nut during a previous repair. Other observations for the device are: guide wire raiser angle not to specification; up/down angle is straining; gap of adhesive on distal end rubber coating (a-rubber); and air/water leakage from the bending control unit. The user¿s complaint of tight angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.